Event description:
It was reported by service report that the cot had a broken base wheel hub and bent release bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - wheel, release bar.